Event description:
The manufacturer received information alleging the patient has respiratory tract irritation, asthma (new or worsening), lung disease and reduced cardiopulmonary reserve. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.